Event description:
It was reported that, after vasectomy, the pt displayed leukocytes present in the postoperative seminal fluid and exhibited signs of infection. The pt was treated with ciprofloxacin.